Event description:
It was reported that the pt experienced withdrawal with the symptoms of increased baseline spasticity, muscle rigidity, sweating, itching, and "feeling like he's going to die". The symptoms occurred following a refill session on the event date. It was not known if a procedure issue caused the problem. It was unclear when the pt was admitted to the hosp but he was discharged four days later, and the pt was at home the following day. It was also reported that the hlth care provider wanted to remove the old medication and replace it with new but that it had not arrived as of 2008. The concentration and daily dose of baclofen being delivered via the pump were not reported.